Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes a chronic abscess at the mid-lower back. The abscess was drained and was treated with antibiotics, however, the infection kept recurring. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes a chronic abscess at the mid-lower back. The abscess was drained and was treated with antibiotics, however, the infection kept recurring. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and the infection was resolved. The physician believed that the infection was not device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead, model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).